Event description:
Potential for injury associated with a tdxsp-mcg-gt power chair where the tilt actuator is reported as "bad". This term could describe inconsistent operation of the unit which could result in the user being stranded in a tilt position.